Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device after a percutaneous intracranial artery stenting procedure with a 6f sheath. Reportedly, the suture could not be cut with the suture trimmer. The entire suture was removed and a new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported failure to cut could not be determined. Based on the information reviewed, there is no indication a product quality issue.